Event description:
During an atrial fibrillation (afib) procedure, it was reported that the tip of the pentaray catheter that was welded to the shaft got separated. This was observed after the case was completed when the catheter was removed from the patient's body.

Manufacturer narrative:
(B)(4).